Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device surgically removed') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("for years she was chronically tired") and memory impairment ("forgetful"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue and memory impairment outcome was unknown. The reporter provided no causality assessment for fatigue, medical device removal and memory impairment with essure. The reporter commented: for years she struggled with vague symptoms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device surgically removed') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("for years she was chronically tired") and memory impairment ("forgetful"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue and memory impairment outcome was unknown. The reporter provided no causality assessment for fatigue, medical device removal and memory impairment with essure. The reporter commented: for years she struggled with vague symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.